Manufacturer narrative:
The sensor was broken into two pieces during the removal procedure, and the hcp was able to retrieve all the pieces of broken sensor.the broken sensor was requested but never received, thus, no visual inspection could be performed in-house. The breakage was most likely due to excessive force applied by the removal clamps or grabbing an extremity of the sensor. In some cases, the user's tissue may encapsulate the sensor, making it difficult to remove. The doctor may then attempt excessive force on the clamps and risk fracturing the sensor. User was inserted with a new sensor and is doing fine.

Event description:
On 15 may 2024,senseonics was made aware of an incident where sensor was broken into two pieces and sensor tip was broken during the removal procedure.hcp confirmed that broken pieces of sensor were successfully removed from the patient.